Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following information was provided by the cook area representative based on comments made by the user: the patient was banded at an unknown time. On (B)(6) 2011, the physician used a cook 6 shooter saeed multi-band ligator to perform another banding on what appeared to be the old banding site. Afterwards, the patient rebled and was admitted to the hospital for observation only (MDR 1037905-2011-00740). On (B)(6) 2011, the patient was banded and rebleeding occurred afterwards (MDR 1037905-2011-00741). The patient was monitored and reported to be ok. The medical staff thought that perhaps the ligator barrel tip may be different. After checking, the medical staff reported the barrel tip seemed to be normal. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence other than the reported rebleeding events.